Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2019, w4tr01crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and had two lead warnings for low impedance. The lead remains in use. No patient complications have been reported as a result of this event.